Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Customer believes the cause to be either not consuming enough carbohydrates, or overcorrecting for the amount of carbohydrates consumed. Reportedly, the customer required assistance to from partner to treat bg level via nasal glucagon. No additional information was provided.